Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure while trying to advance a screw in sclerotic bone the surgeon used the screw driver to attach in situ. There was significant torque applied to the t handle and then the driver tip sheared off. The tip was retrieved. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown), unknown t handle (part# unknown, lot# unknown, quantity unknown), unknown torque device (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) polyaxial screw driver. This is report 1 of 1 for (B)(4).